Manufacturer narrative:
Device was not returned for evaluation. The complaint could not be confirmed, because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported by the sales rep that during a lap nissen, the tissue pad fell off. Unsure if any of the tissue pad fell into the patient. Used another like device to complete the case without any patient consequence.